Manufacturer narrative:
Lot: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2017, this patient was implanted with gore® excluder® aaa endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl1828j/15473339) to treat an impending abdominal aortic rupture. After the excluder implant, the right common iliac artery and right external iliac artery were dissected when the dsl1828j was removed. The physician commented that access vessels were severely calcified and narrow for inserting the dsl1828j. This is why the dissection occurred. The patient was implanted with a metal stent to repair the dissection. The patient tolerated the procedure. No further information is available.